Event description:
Ous MDR - it was reported that the patient had ventricular fibrillation and needed to be resuscitated. The ICD had not detected the ventricular fibrillation. An rv lead revision was performed, as well as an exchange of the OEM lv lead.

Manufacturer narrative:
On 6/14/2016. This report was for serial number (B)(4) which was already reported. This report was opened in error. There is no complaint on (B)(4).